Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system will not go back to the home position. It is displaying that it is open when the arm is closed. Site has rebooted system with no resolution. There was no patient involvement.

Manufacturer narrative:
H3 - a manufacturer representative went to the site to service the system. Door was found stuck partially open upon arrival. While t roubleshooting the rotor was found to be misaligned. Once corrected the unit opened/closed without issue. No issue found with docking. Section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000444, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.